Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the mildly tortuous and mildly calcified peroneal artery. A 3.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another 3.5x150cm coyote balloon catheter. No patient complications were reported, and the patient status was stable.